Event description:
It was reported that after about 120 minutes into the procedure, the visualization of the c3 navigational variable lasso catheter failed on the screen. All the other catheters could still be visualized. The lasso cable was changed with no effect. Visualization was reset, with no effect. The error message on the carto system stated ¿nav magnet error.¿ the catheter was changed and the error was resolved. There was no patient injury reported in this case. This issue is not reportable as it is highly detectable. Upon visual inspection of the returned complaint catheter on (B)(6) 2013, the bwi failure analysis lab noted that the electrode ring #1 was squashed and sharp with some type of foreign material underneath it. The spine cover had been twisted causing these large wrinkles in the material on the proximal side of the electrode ring #20. The leader tubing was bent with the black sleeve torn from being twisted around. The shaft was bent right next to the black shrink sleeve. The returned catheter condition is indicative of a reportable event, thus marking (B)(4) 2013 as the alert date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
Per the bwi failure analysis lab, the type of product reported was received. However, the lot number for the product received (15750488l) was found to be different than the product reported (15759194l). Requested clarification. On june 19, 2013, the bwi field representative provided confirmation that the product reported was correct. Requested from the bwi field representative clarification on this wrong device received and the status of the product for this complaint. On june 27, 2013, the bwi field representative clarified to discard the product received as it was not the product for this complaint and that bwi should close out this complaint as a no product return. Manufacturer's ref. No.: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that after about 120 minutes into the procedure, the visualization of the c3 navigational variable lasso catheter failed on the screen. All the other catheters could still be visualized. The lasso cable was changed with no effect. Visualization was reset, with no effect. The error message on the carto system stated ¿nav magnet error.¿ the catheter was changed and the error was resolved. There was no patient injury reported in this case. Upon receipt, the device was visually inspected and the electrode ring #1 was found squashed and sharp with some type of foreign material underneath it; the spine cover has been twisted; the leader tubing was found bent with black sleeve torn from being twisted around; and the shaft was found bent right next to the black shrink sleeve. These damaged conditions were not reported on the complaint. The foreign material found under the ring was tested by infrared spectroscopy. Based on the features obtained from the ir spectrum, the material is mainly composed of a fluorine-type polymer such as teflon or ptfe. It is unknown the origin of the residue. An internal corrective action has been opened to address the ring damage with foreign material. Then the catheter was tested per the reported event and it passed eeprom test but failed calibration tests. The catheter was dissected and it was found that the sensor cable was broken. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint about the visualization has been verified.